Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to resistor r84 on the defibrillator pca. A weld on the resistor was cracked. The root cause for the physically damaged resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.